Event description:
The customer complained of questionable inr results for 3 patients from two coaguchek xs meters compared to the laboratory results. Of the data provided, there were discrepant inr results fro 2 patients. For patient 1 the result with a fingerstick from meter serial number (B)(4) was 4.1 inr and the result from the laboratory was 3.1 inr. For patient 2 the result with a fingerstick from meter serial number (B)(4) was 3.8 inr and the result from the laboratory was 2.7 inr. The lab reagent is neoplastin on a stago analyzer and the lab samples were venous blood. There was no adverse event. All medical decisions were based on the laboratory results. The patients' conditions were "stable". The patients had no symptoms of bleeding or bruising. The qc was acceptable on both meters. The suspect device was requested to be returned for investigation. Relevant retention test strips (lot 345217) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.